Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 25 mg/dl, and a loss of consciousness resulting in customer falling and breaking back. The cause of the low bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding the treatment received. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved; however customer sustained permanent damage to back as a result of the event. System check with tandem technical support confirmed the pump was functioning as intended.